Event description:
During a lsh procedure, when extracting the rumi handle the rumi tip, koh cup and occluder separated from the handle and remained in the patient. The physician removed the remaining devices manually, fingers or forceps.

Manufacturer narrative:
The handle was received with the wires bent, usually an indication of the rumi tip being forced onto the handle. The subject rumi tip, koh cup and occluder were neither identified or returned for further evaluation. It appears that the rumi tip may not have been properly attached to the handle and as result during extraction of the handle, the tip separated and took the koh cup and occluder along with the rumi tip.